Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a29050 and h14b19083. There were no issues detected during manufacturing processes. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The patient was treated with vancomycin intraperitoneally (ip) (1g, daily) and fortez (ceftazidime) ip (1g, daily) for peritonitis. Four days after hospitalization, the patient was discharged. Nine days after hospital discharge, vancomycin and ceftazidime treatment were discontinued. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. On an unknown date, the patient was retrained on the proper asceptic technique. No additional information is available. This is report 1 of 3.